Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after surgery was completed, it was found that the content of the main code (01) field in the english logo of the univ can acet screw 20mm was "0", which was inconsistent with the content of the product (01) field.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was not returned for evaluation but the label pictures were reviewed, and the failure mode was confirmed. A complaint history review found related failures for the listed batch. A review of the manufacturing records and a labeling review indicated that the gtin was missing from the chartstik labels. At this time, we have determined that the product failed to meet product specifications at the time of manufacture. Some probable cause could be but not limited to incorrect system data input. An event evaluation concluded that a chart stick label change request was initiated in our system to update the corresponding label format. It was determined that the issue is isolated to the chart stick labels and does not impact the outer or inner labels. According to manufacturing procedures, barcodes are optional for chart stick labels. Thus, containment was not deemed necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.